Manufacturer narrative:
This medwatch report is being filed based on the image received on february 12, 2024, which presented a core wire fracture with stretched coil damage at an unknown distance from the distal tip. The device was discarded; therefore, no physical analysis of the product could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the dfu, instructions for use (dfu): 1. Ensure a catheter is properly placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2tm guidewire from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2tm guidewire, advance the j-straightener over the distal section of the safari2tm guidewire to straighten the curve. 4. Insert the safari2tm guidewire into the hub of the catheter with the aid of the j-straightener. 5. Carefully advance the distal tip of the safari2tm guidewire into the lumen of the catheter. 6. Remove the safari2tm guidewire j-straightener by withdrawing it over the length of the safari2tm guidewire. 7. Advance the safari2tm guidewire through the catheter under fluoroscopic guidance. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that handling factors may have impacted on the event as reported. Patient information is unknown. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Event description: the tip part of the coil got stuck and has been stretched. Additional information: this issue occurred at the beginning of the procedure. Safari was used at the time of wire change after inserting radifocus and 5f pig from the introducer sheath. At this point, the doctor felt something was wrong, so when safari was pulled out, the tip was found to be stretched. Patient outcome: no patient injury.

Manufacturer narrative:
Correction to a previously submitted MDR to correct the brand name in section d1 and the model number, catalog number and primary unique device identifier (UDI) number in section d4.